Manufacturer narrative:
(B)(4). The insulin pump was received with minor scratched lcd window, scratched keypad overlay, missing retainer and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump was damaged. Customer¿s blood unknown at time of incident. Customer states that transparent circular plastic in the reservoir attachment part has come off. Insulin pump will be return for analysis.